Event description:
Ward of the cardiovascular intensive care unit at the hospital in another country reported that an rt340 breathing circuit did not heat up. The rt340 breathing circuit was replaced with a new breathing circuit and there was no further problems. No pt harm was reported.

Manufacturer narrative:
The rt340 is not available in USA. The equivalent device for the USA is rt240 that consists of the mr290 humidification chamber, the inspiratory limb of the rt110 breathing circuit, and the adult version of an evaqua expiratory limb. Method: no info to date. Results- investigation still underway, no results to date. Conclusions- no conclusion can be made at this time.